Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that during a routine follow-up, a pocket infection was observed. The physician has prescribed antibiotics, and the patient is under observation. This lead remains implanted. No adverse patient effects were reported.